Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during training the blue purge clip that holds the purge disc was broken on one side. Another automated impella controller (aic) was used. There was no patient involvement

Manufacturer narrative:
The investigation into aic - purge disc/flag issues completed since the original report was filed. The console was returned for investigation. Console was tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the purge retainer was broken. The root cause of the issue was a broken purge retainer.